Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had motor error, button error and a or e error code. The customer¿s blood glucose level was unknown. The insulin pump had scratches which effect the visibility. The insulin had crack in casing, chips or hairline fractured, rejected new battery, insulin squirting during priming rather then a slow drip. The customer also reported louder during rewind, motor sounds labored and sometimes has to press buttons. The insulin pump will not be returned for analysis.